Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report #: 2134265-2009-05901. Same patient as MFR report #: 2134265-2009-05881, -05882, -05889, -05893, -05896. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient underwent a reintervention. The patient had taxus express2 stents placed in the 80% stenosed proximal right coronary artery (2005) and the 90% stenosed mid right coronary artery (6 months later). In 2006, the patient presented with angina pectoris, a myocardial infarction, and underwent a reintervention. The proximal right coronary artery was 99% stenosed. Treatment consisted of placement of another manufacturer's drug eluting stent resulting in 0% residual stenosis. The event was reported to be resolved without residual effects.